Event description:
The customer states that an axsym bhcg result of 262 mlu/ml was questioned by an ER physician who expected the result to be higher. The same sample was retested on axsym after clearing the sample of fibrin/particulate matter. The retest result was 95,256 mlu/ml. No impact to patient management was reported.